Event description:
On (B)(6) 2012, gamma3 long nail operation was performed. When assembling the gamma3 target device and dtd, fixation bolt couldn't be inserted. Surgeon tried another bolt, then the another bolt could be inserted. After the operation sales rep tried to insert the bolt which failed during the operation, the bolt could be inserted.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.